Event description:
It was reported that intermittent occlusion alarm occurred. Customer changed pump supplies and ultimately reverted to an alternate method of insulin delivery. Customer¿s blood glucose (bg) level ranged from over 600 mg/dl to displayed as "high"; however, specific value was not provided with ketones that were identified as life threatening by a healthcare provider. Elevated bg was address by a manual insulin injection. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem technical support to obtain the arrival and release dates; however, no response was received.